Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm or battery power loss alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced of low blood glucose levels of 57 mg/dl and high blood glucose levels of 500 mg/dl and had received an off no power alert. Customer's blood glucose value was 300 and 337 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. The customer was assisted with troubleshoot for high and low blood glucose levels. The insulin pump will not be returned for analysis.